Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01jun2020.

Event description:
The customer reported the unit has been in storage out of service for almost a year, end of life not supported, and there was no display on the unit. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported unit had a black screen. The fse checked the screen, turned up the screen brightness knob, and the screen came up. The fse could see no problems. The fse tested the unit, which passed all performance tests and is ready to return to service.